Event description:
The surgeon attempted to implant a collamer lens model cc4204bf, diopter +25.5, and tore while advancing out of the cartridge. It was stated the cartridge tip split. The lens was not implanted and there was no pt contact or injury. The contact believes the lens damage was due to the cartridge splitting. It was indicated that the sfc-25 fp cartridge, lot number 1194134, was used. However, the contact could not recall the model and lot numbers of the injector used.